Event description:
It was reported a spectrum pump had constant upstream occlusion alarms. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant upstream occlusion alarms were confirmed and reproduced while running a loaded IV set. Further investigation found increased sensitivity to upstream occlusions caused by a failed upstream sensor with low fluid number readings. The upstream sensor was replaced.